Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the pulse-lead hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cables connecting the distribution node (dn) to the rear therapy electrode, ECG-c to ECG-d, and ECG-a to ECG-b, were cut, damaging the wires within the cables. This caused the test failure. The root cause for the cut cables was physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.